Manufacturer narrative:
Tripath imaging identified an increasing trend in smoke/sparking events in the prepmate instrument in (B)(6)2007 and initiated an investigation. The root cause was determined to be user error leading to over-exposure of the horizontal interface board to cleaning liquids. An MDR (1032336-2007-00003) was submitted in 10/2007 describing the events and actions. Technical bulletin to all customers reinforcing proper cleaning methods. Addition of warning to operator's manual; addition of polycarbonate shield inside the instrument to further protect the horizontal interface board from exposure to liquid. These changes were included in a PMA supplement (B)(4) which was approved on 11/07/2008. The instrument involved in this incident was originally manufactured in 01/2006 and had never been refurbished. The unit was not fitted with the polycarbonate shield because it was in storage for several years at the customer site and could not be located for upgrade. The instrument was returned to tripath imaging for evaluation. It was confirmed that an electrical short circuit on the horizontal interface board was the root cause of the event. There was also evidence of corrosive cleaning solution in the bottom of the unit. This indicates that the customer was likely not following instructions for cleaning the instrument with a damp cloth and mild cleanser and may have damaged the horizontal interface board.

Event description:
A laboratory tech noticed a burning rubber smell just before the prepmate instrument stopped operating. There was no damage to the laboratory or personnel. No pt samples were lost or compromised in the event.